Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. (B)(6) 2015- revision left hip ¿ pathology report: fibrosis and chronic inflammation ¿ prosthesis became painful, while the work up did not show any brown tumor-type lesion we proceeded with revision due to the presence of pain ¿ general anesthesia, ebl 100ml ¿ upon dissection fascia was noted to be very stiff and a moderate fluid collection is encountered ¿ metallosis occupies the area beneath and up to the capsule which is excised and debrided ¿ scar tissue is removed and a small blackish zone is explored but there is no intraosseous lesion ¿ the head is removed, the stem shows good stability ¿ the periphery of the cup is also debrided and found to be well anchored ¿ dual mobility construct is placed with a 28 head and a regular neck and a 42 head over it ¿ the hip is reduced and proves stable ¿ the joint and wound are closed and the patient tolerated the procedure well, leaving the or in stable condition a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: m2a-magnum mod hd sz 42mm, item: 157442, lot: 814580, taperloc por fmrl 6.0x132, item: 103201, lot: 932200, m2a-magnum 42-50mm tpr insrt-3, item: 139254, lot: 827880, g2: foreign ¿ canada. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 4 years post implantation due to persistent pain. Intraoperatively, metal related pathology and arthrofibrosis were noted. A head and liner exchange with cup and stem retained were completed without known complications. It was confirmed that no further information could be provided.